Event description:
It was reported that the patient presented in clinic for routine follow up. A device interrogation found that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup mode with high voltage therapies disabled due to an unknown hardware malfunction. It was noted that pacing was also not delivered as intended. No intervention was performed. The patient was stable throughout.